Manufacturer narrative:
Block h6: problem code 1069 captures the reportable issue of handle broken. Block h10: investigation results the returned speedband superview super 7 was analyzed; however, the device was returned without the ligator head. A visual evaluation noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. Additionally, there were no visible damage observed on the suture and seven knots were found on the suture, indicating that all seven elastic bands were successfully deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle would not rotate causing the elastic bands to fail to deploy. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information received on (B)(6) 2020** reportedly, there was no difficulty experienced when setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle would not rotate causing the elastic bands to fail to deploy. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on 23sep2019. Reportedly, there was no difficulty experienced when setting up the device.

Manufacturer narrative:
Problem code 1069 captures the reportable issue of handle broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle would not rotate causing the elastic bands to fail to deploy. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.